Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Customer received assistance from technical support to reset the pump and was informed to call back if the malfunction code recurred. The pump was reset successfully, and the customer was able to continue using it without any recurrence of the issue.